Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed coming from the cartridge. Reportedly, the cartridge was changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.